Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein two leads were implanted. Effective therapy was resumed post procedure.